Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level of 609 mg/dl. The customer¿s blood glucose level was time of incident was 609 mg/dl, current blood glucose level was 346 mg/dl, over 300 mg/dl and 104 mg/dl. The customer was treated with insulin drip. Customer reports the following symptoms as a result of high blood glucose are nausea, vomiting, abdominal pain and difficulty in breathing. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.